Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted. Additional information was received that the patient experienced erosion with the connector. The patient also had a slight fever and there was severe leakage in the groin region. The patient is now healing fine.